Event description:
Patient reported to his dentist that the lingual bar of his oral appliance had broken off. There was no harm to the patient. The device was repaired by remaking the lower tray, the returned to the patient.